Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tap was blocked. The patient had l1 fracture, requiring perc fixation one level above and below. Procedure was completed without the instrument in questions after realizing it was blocked. Additional information was received. The procedure being performed as a percutaneous fixation from thoracic 12 to lumbar 2 for a lumbar 1 fracture. There was a roughly 20 minute surgical delay, the issue occurred intra-operatively, and the lumbar 1 fracture was not due to the tap blockage. No known impact to patient outcome.

Manufacturer narrative:
G2) foreign country: australia h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the returned tap has a half inch blockage about three inches from the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.